Event description:
Kimberly-clark received a report stating, " the 15x22 adaptor included with the 22025 was occluded. When the night therapist changed the ballard, the vent alarms went off and the patient went into respiratory distress. He unhooked the ballard and everything was okay. He then re-hooked up the ballard and the alarms went off again. He inspected the product and saw that the a 15x22mm adaptor was occluded." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The sample that was returned is made of low density polyethylene and had a polymer membrane (flash) within and occluding one end of the connector with a small irregular shaped hole near its center. The membrane(flash) was well attached. The investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.